Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on blue screen. A technical support specialist (tss) cleared excess sql dump files to restore access, identified database corruption due to power issues, performed database reset and full resync, and coordinated updates with customer while dispatching fse for power supply check. Then the field service engineer shut down the station from the application, turned off the main cabinet power, disconnected the ac power cord, opened the unit to access the e-compartment, disconnected the battery harness connector, removed the mounting hardware and old battery, installed the enhanced replacement battery pack, secured it in the bracket, reconnected the harness to the interface board, verified the connection, inspected wiring for proper routing, closed the e-compartment, and restored ac power. The system functioned as intended after the technical support specialist and field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck on blue screen and remote service was online (fatal error had occurred). Customer rebooted the station, but issue persist. However, there were no delay to patient care and adverse events or injuries reported based on this event.